Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. Visual and functional examinations revealed that all components are in place and in good condition as well as the end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a reservoir was attached to a drain. The reservoir bag swelled out shortly after leaving the surgery room. Another device was used. There was no adverse consequence to the patient.